Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, a fragment from the mega suturecut needle driver instrument broke off and fell in the pt. The fragment was retrieved and the planned surgical procedure was completed. No pt harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one grip broken off. The grip fractured at the cross section of the cable crimp, at the junction between the grip hub and grip arm. The location of the fracture is where the grip cross sectional area is at a minimum. The outer surface of the broken grip exhibits some scratch marks. No other damage found.